Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was prematurely depleting. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported.